Event description:
The customer's mother called to report that the pod's needle insertion mechanism had malfunctioned. In addition, she stated that the pod "looked like it did not have a cannula". The pod was placed and worn for under an hour, resulting in the customer experiencing "high" bgs (it is assumed that levels were greater than 250 mg/dl, though specific readings were not provided). The pod will not be returned for eval.

Manufacturer narrative:
The product will not be returned so no eval is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.